Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. Vascular access was obtained via the right side. The target lesion was located in the left anterior descending artery. After a 3.5x6f non-bsc guiding catheter was advanced, a 3.00x24mm promus element¿ plus drug-eluting stent was advanced to treat the lesion. However, the stent detached off the balloon before reaching the lesion and inside the guiding catheter. Subsequently, the whole system was withdrawn and the procedure was completed with another of the same devices. No patient complications were reported and the patient's status was stable.